Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and observed a loop formed with the ablation catheter and inability to remove the catheter from the artery which resulted in a femoral dissection, requiring 3 stents. Loop formed with the ablation catheter. Inability to remove the catheter from the artery. No problem with the probe, manipulation problem that led to this event. Patient consequence. Response to clarify the patient consequence initially reported was received on (B)(6) 2025 stating puncture site complication. Also, provided additional information on the event. The catheter was not twisted. The handle was functional. There was difficulty in removing the catheter. There was a loop a little after the desilet. No sheath used. A lasso was used in the coronary sinus. It was introduced via the left femoral artery. Allowed to catch the tip of the ablation probe, pull on the other end of the ablation probe which allowed to untie and take it out. Additional information has been requested to clarify response of ¿puncture site complication¿. Response received on (B)(6) 2025 clarified that the patient did have an adverse event. The patient suffered a femoral dissection, requiring 3 stents. The issues of the loop formed with the ablation catheter and inability to remove the catheter from the artery have been assessed as MDR reportable malfunction issues. In addition, the adverse event was assessed as a MDR reportable serious injury.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31465230l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 18-apr-2025. Originally reported the event date as (B)(6) 2025. The event date is updated to (B)(6) 2025. The patient underwent a ventricular tachycardia procedure. The physician¿s opinion on the cause of this adverse event was related to manipulation, not related to the patient or our product. The patient fully recovered (no residual effects). Therefore, updated the b3. Date of event field. In addition, provided additional concomitant products. Therefore, updated d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).